Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer complained their brand new vent won't work on ac, they swapped out cord. Vent does work on charged batteries. No patient harm.